Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. During the evaluation, a dark screen was encountered on the cycler. Upon further investigation, it was discovered that the t1 transformer had a darkened magnet wire indicating signs of burnt wire insulation. A simulated treatment was initiated and completed on the device with no issues noted. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause for the discolored wire insulation could not be determined. The cycler was refurbished following evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient contacted technical support in regards to a series of negative ultrafiltration values that they had received during peritoneal dialysis therapy for the last week. Per advice from their peritoneal dialysis registered nurse, the patient requested a replacement cycler. The patient was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient reverted to manual supplies to continue their treatment. The cycler was returned to the manufacture and a replacement cycler was provided. Upon evaluation, it was discovered that the t1 transformer on the inverter board had a darkened magnet wire indicating signs of burnt insulation of the magnet wire. The cause for the discoloration and potential burn marks was unknown. There was no patient injury or medical intervention required as a result of the event. Additional information was requested but was unavailable.